Manufacturer narrative:
This report is based on information provided by philips sale representative personnel and has been investigated by the philips complaint handling team. The device was not physically evaluated. The device service logs and patient event files (pef) were provided for analysis. The pef analysis found in each of the three attempted shock deliveries there was the reference the external paddles were removed prior to the shock attempt, causing the device to disarm the charge due to lack of ECG source. The device service logs did not have any errors at the times of the shock attempts. The user indicates they did not remove the external paddles before the shock attempts. The cause of the no shock problem is not known. The device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem is not known. The reported problem was not confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that, during use on a patient, the device failed to deliver shock. An alternate defibrillator was obtained to complete the procedure. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury. This is due to a serious deterioration in the state of health since life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that, during use on a patient, the device failed to deliver shock. An alternate defibrillator was obtained to complete the procedure. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.